Event description:
The secondary male luer tip (model a 492) broke off into the smartsite valve on the primary set (model 2420-0007) and caused some leaking. Unknown what was infusing but it was not a chemo medication the hospital does not use alcohol caps; they swab the smartsite valve with an alcohol pad to disinfect it. There was no patient harm or medical intervention required. The customer stated that no further patient/event information is available.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not ben received for investigation. A follow up report will be submitted with evaluation results should be product be received. (B)(4).